Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. Other relevant blood glucose level was 289 mg/dl. Troubleshooting was not performed for high blood glucose. Customer also stated that the reservoir had air bubbles and size of the bubble was bigger than cocktail bubbles. The insulin pump will not be returned for analysis. The reservoir will be returned for analysis.

Manufacturer narrative:
(B)(4). Evaluated 4 opened/used reservoirs. Perform pre-fill test to reservoirs per dop114-811 and es9041. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles.